Manufacturer narrative:
(B)(6). Investigation summary: no samples or photos were received for evaluation by our quality engineers however, based on the similarity of the description of the symptom as well as the region, to the complaint (B)(4) we are confirming this complaint. Based on the lab analysis from the previously reported complaint, the material is most likely rust possibly coming from the sterilizer fan. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review was completed and there were no documented issues for the complaint of batch 7206563 during this production run. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: all our inspections performed while manufacturing this batch were accepted. There is no sample or phot available. Based on the sample received, description of the symptom as well as the region from the complaint (B)(4) we are confirming this complaint. Product within specification? Yes / no. Root cause description: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. The sample from the first complaint of this batch was sent to a lab to perform an ftir. On (B)(6) 2018. The test report confirmed the following: ¿based on the lab analysis. We have rust material.¿ possible coming from the sterilizer fan. Rationale: CAPA not required for this event.

Event description:
It was reported that the bd posiflush¿ saline syringe filled, had foreign matter "rust" on the tip of the syringe. Found before use. No reports of serious injury or medical intervention noted.